Manufacturer narrative:
B3: date of event unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is exhibiting error message 1870 and 1871. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any reports associated with it.